Manufacturer narrative:
Update: the returned product was received december 16, 2025 and was investigated by sensory medical on december 18, 2025. Visual inspection was performed on both safety sheets and the canopy side safety sheet zipper of the returned product. The damage was visually confirmed. The damage prohibited installment.

Manufacturer narrative:
Sensory medical has followed up on 11/18/2025, 11/25/2025, 12/02/2025 (two emails). Sensory medical advised the complainant to discontinue use of the sheets and the bed until the issue is investigated and resolved. Sensory medical provided a return shipping label to the parent for return and examination of the damaged safety sheets. Sensory medical provided replacement safety sheets and canopy to the complainant. The canopy lot number is 250402m02. The manufacturing records were reviewed. All required inspections were performed and there were zero nonconformances in the DHR. The safety sheet lot number is 250116m16. The manufacturing records were reviewed. All required inspections were performed and there were zero nonconformances in the DHR. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent reported that both of her safety sheets have damaged zippers. The zippers became separated from the canopy and her son eloped through the gap, under the bed. The parent confirmed that the safety lock was in place at the time of the reported event. The parent stated that her son was able to wiggle his fingers in the zipper and separate the zipper. The parent provided six (6) photos that appear to confirm the safety sheet zippers and the canopy side sheet zipper are both damaged. The damage is on the safety sheet zipper teeth, on both the canopy and safety sheet side. An image shows the safety sheet zipper teeth are damaged at the zipper stop location. Other images show the canopy side safety sheet zippers teeth are damaged near the stop location, similar to the safety sheet. There was no report of injury as a result of the event.